Event description:
It was reported that the pt is not able to adjust her stimulation. The pt replaced the batteries in the pt programmer and it did not help. She attempted to make adjusts with the antenna attached and without it attached. She also tried standing and sitting but no change. Further info is being requested from the hcp.